Manufacturer narrative:
The cause for the discordant hemoglobin a1c(hba1c) results is unknown.

Manufacturer narrative:
Based on the communication with customer on 6/17/2014, customer indicated that they did not want any further troubleshooting/precision testing and did not want further call backs.the cause for the discordant hemeglobin a1c((B)(4)) results could not be investigated.

Event description:
Customer reported discordant hemoglobin a1c(hba1c) results on the instrument. There was no report of injury due to this event.